Manufacturer narrative:
The customer¿s reported problem cannot be confirmed. No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A review of the device history record for sn (B)(4) performed from 5/27/2015 to 9/25/2020 and confirmed that this device wasn¿t previously returned for servicing and there was no production failures which correlates to the customer reported issue.

Event description:
It was reported that a device alarmed for a low battery issue. There was no reported patient involvement.

Event description:
It was reported that a device alarmed for a low battery issue. There was no reported patient involvement.

Manufacturer narrative:
It was reported that a device alarmed for a low battery issue. There was no reported patient involvement.

Event description:
It was reported that a device alarmed for a low battery issue. There was no reported patient involvement.

Manufacturer narrative:
Correction: event has been determined to not be reportable, please disregard previous report.